Event description:
Contaminate in 'sterile' supply: kendall dry skin scrub tray opened to begin surgical prep. Approximately two inch single strand brown hair noted on plastic tray. New kendall dry skin scrub tray opened and proceeded with surgical prep.